Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 345, which was not reproduced. System error 345 was confirmed through a review of the event history log. Evaluation was unable to identify assignable cause and the investigation results imply there was no device malfunction.

Event description:
It was reported that a spectrum pump displayed system error 345 during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and therapy continued. Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04831 can be removed from the FDA database.